Manufacturer narrative:
(B)(4). The device has been serviced one time prior to this event. The device has not been previously sent into service for the reported condition of 'fc 199:117:307:0000'. The root cause was determined to be main batteries depleted. The reported condition was confirmed through event history review but not duplicated in the product analysis laboratory (pal). This device utilizes user interface module master software version 5.04.00, categorized as unremediated. The pump is to be repaired appropriately and tested per procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The root cause investigation for the reported condition is in progress through (B)(4).

Manufacturer narrative:
(B)(4).should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted.

Event description:
Baxter corporate product surveillance received a phone call on (B)(6) 2011 from a facility representative to report a malfunction with a colleague 3 infusion pump which had malfunctioned during use with a patient. In a communication sent by the facility representative, a nurse involved with the incident reported the following colleague pump malfunction: failure code 199:117:307:0000. The facility representative stated that it was reported that the patient suffered a drop in blood pressure receiving a gravity drip while waiting for the device to be switched out with another device. It was reported that the patient was fine and that no medication was prescribed. No additional information is currently available.